Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported being on the ilet for one week and shared a recent low blood glucose (bg) event. At 12:00 am, bg was 67 mg/dl treated with 6 oz dr. Pepper (bg rose to 110 mg/dl), then had peanut butter before bed. At 6:30 am, bg elevated to 230 mg/dl. After breakfast/meal announcement, bg rose further. During the call, bg was 317 mg/dl trending down; fingerstick showed 273 mg/dl. The agent advised patient to give ilet another 60 minutes and call back if bgs did not continue to decrease. The patient is giving the ilet time to correct and deliver insulin accordingly. No symptoms for the high and low bg were reported and no medical intervention required at the time of call.